Manufacturer narrative:
Product complaint # ==> (B)(4). Voluntary report mw5098939 attached. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that voluntary report was received under mw5098939. Physician was using the impactor to place the femoral implant .when physician was hammering the implant into place the impactor head broke off of the handle and scratched the femoral implant. A new impactor and implant was given to the fields. The broken impactor was intact meaning the plastic head appeared to be intact. Broken impactor send to sterile processing.